Manufacturer narrative:
Analysis and results: there are previous confirmed complaints of this code-batch regarding the same issue. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received one open sample that seems unused with the needle detached from the thread (thread is not wound on the pack). Without any closed sample we cannot carry out an analysis in order to take a decision. Nevertheless, considering the defective unit received and that there are previous confirmed complaints of this code-batch for the same issue, we will close the complaint as confirmed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: we conclude that the complaint is confirmed. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that the needle detached from the thread before using it and that this was the third time that this event has occurred. There was no patient involvement. No further information has been provided.